Event description:
The customer reported that the device does not change into a state of readiness for work. There is no report of injury or death

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.